Event description:
Boston scientific received information that this lead exhibited out of range impedance measurements less than 200 ohms. The lead was explanted and successfully replaced during a routine device change out. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was indicated not available for return as it was removed by laser extraction in pieces. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.